Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patients right ventricular (rv) lead has been "cut and capped" and is no longer in use due to a potential lead fracture. No replacement device was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient was under a lot of emotional stress. An alert triggered on the right ventricular (rv) lead for measured varying impedances on the rv defib and svc coils. Some high impedance readings were also noted. The lead remains in use. No patient complications have been reported as a result of this event.